Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found peeled pebax on the proximal cone of the balloon. Therefore, the investigation is confirmed for peeled pebax. The device was inflated with water and no leaks were noted to the balloon or remained of the device. Therefore, the investigation is unconfirmed for the reported leak. The definitive root cause for the identified peeling pebax or reported leak could not be determined based upon the available information. An investigation is currently open to address the peeling pebax issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 01/2021), section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of a forearm fistula, contrast was allegedly leaking at the distal end of the pta balloon upon inflation. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date 01/2021.

Event description:
It was reported that during an angioplasty procedure of a forearm fistula, contrast was allegedly leaking at the distal end of the pta balloon upon inflation. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.